Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the battery reamer device was not functioning and defective. It was further determined that the motor and control were defective. It was further determined that the device failed pretest for power with the test stand, triggers and the electronic control unit, change 10 times from forward to reverse at full speed, check the off/forward/reverse mode, check the battery coupling, trigger test, cannulation and attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.